Event description:
Depuy spine was made aware of a pt who was implanted with our charite in-motion artificial disc in 2008, at l5/s1 had mild weakness in the leg following surgery. At about 3 months later, he had right foot drop. The surgeon reported that this is not device related however depuy spine has decided to take a conservative approach and report this as an adverse outcome of the procedure.

Manufacturer narrative:
The device remains implanted. The event as reported was definitely not attributed to the device according to the surgeon. However, he states that it may be procedurally related. No surgical intervention has occurred to date. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.